Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump and carelink. No alarms or alert noted during testing. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, corroded battery tube, corroded motor home switch. Please see below for the first ten boluses listed on the event date 30-nov-2024 in the pump history file. 11/30/2024 00:02:53.000 normalbolusdelivered (220). Systemtime = 11/30/2024 00:02:53.000. Bolusprogrammingmethod: cl1microbolus (5). Bolusamountdelivered: 250 (0.025 u). 11/30/2024 00:07:53.000 normalbolusdelivered (220). Systemtime = 11/30/2024 00:07:53.000. Bolusprogrammingmethod: cl1microbolus (5). Bolusamountdelivered: 500 (0.05 u). 11/30/2024 00:13:25.000 normalbolusdelivered (220). Systemtime = 11/30/2024 00:13:25.000. Bolusprogrammingmethod: cl1microbolus (5). Bolusamountdelivered: 500 (0.05 u) . 11/30/2024 00:17:53.000 normalbolusdelivered (220). Systemtime = 11/30/2024 00:17:53.000. Bolusprogrammingmethod: cl1microbolus (5) bolusamountdelivered: 500 (0.05 u) . 11/30/2024 00:22:56.000 normalbolusdelivered (220). Systemtime = 11/30/2024 00:22:56.000. Bolusprogrammingmethod: cl1microbolus (5). Bolusamountdelivered: 250 (0.025 u) . 11/30/2024 00:27:54.000 normalbolusdelivered (220). Systemtime = 11/30/2024 00:27:54.000. Bolusprogrammingmethod: cl1microbolus (5). Bolusamountdelivered: 500 (0.05 u). 11/30/2024 00:42:55.000 normalbolusdelivered (220). Systemtime = 11/30/2024 00:42:55.000. Bolusprogrammingmethod: cl1microbolus (5). Bolusamountdelivered: 500 (0.05 u). 11/30/2024 00:47:53.000 normalbolusdelivered (220). Systemtime = 11/30/2024 00:47:53.000. Bolusprogrammingmethod: cl1microbolus (5). Bolusamountdelivered: 500 (0.05 u). 11/30/2024 00:52:53.000 normalbolusdelivered (220). Systemtime = 11/30/2024 00:52:53.000. Bolusprogrammingmethod: cl1microbolus (5). Bolusamountdelivered: 500 (0.05 u) . 11/30/2024 00:57:55.000 normalbolusdelivered (220). Systemtime = 11/30/2024 00:57:55.000. Bolusprogrammingmethod: cl1microbolus (5). Bolusamountdelivered: 250 (0.025 u). Pump passed functional testing and no alarms or alerts noted during testing. Possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported blood glucose value of 12 mmol/l. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1885. High bgs/under delivery t/s per ver ax. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. No further patient complications were reported. It was unknown whether the customer will continue to use the device. Product return status for mmt-1885 is unknown.